Manufacturer narrative:
Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states top most damage on the reservoir compartment chipped off. Customer states the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.